Event description:
Revision surgery - due to the original stem subsiding; the surgeon put in a new stem and cemented it in.

Manufacturer narrative:
The reason this revision surgery was performed was to alleviate a subsiding hip stem after 1.5 weeks of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 405n1021. A total of (B)(4) complaints have been submitted against this part number. This complaint is the (B)(4) for a stem subsiding for this part number. The remaining complaints have resulted from other issues such as infections, dislocations and patient contraindications. A root cause for the stem subsiding was not reported; the event is deemed to be non-product related. Factors un-related to implants that may cause a stem to subside are: degenerative bone, improper technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.